Event description:
It was reported that the biomed stated that the arctic sun device was getting alert 113 (reduced water temperature control) during use and would like to send it in for repair and get a loaner. Per investigator notification received on 06jul2023, it was reported that the artic sun device needed to be primed to autofill, double bend tube and the chiller evaporator outlet tube were expanded. Completed the 2000-hour preventive maintenance procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. During evaluation, it was confirmed that the circulation pump needed to be primed to fill. Circulation pump was serviced during the pm process. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record review was not required since the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Labeling review was not required since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed stated that the arctic sun device was getting alert 113 (reduced water temperature control) during use and would like to send it in for repair and get a loaner. Per investigator notification received on 06jul2023, it was reported that the artic sun device needed to be primed to autofill, double bend tube and the chiller evaporator outlet tube were expanded. Completed the 2000-hour preventive maintenance procedure on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.